Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a free flow event of pitocin. It was reported by the rn that the event occurred when transferring the pitocin tubing from one device to another device. The patient was admitted to a inpatient floor from the ER and per hospital policy the devices need to be returned to ER. Although requested, no additional information about the patient, medication, or event provided.